Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause . At this time, no further information is available. Should additional information become available this report will be updated. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the lead tip of this right ventricular (rv) lead was surgically abandoned during a pacemaker to cardiac resynchronization therapy defibrillator (crt-d) upgrade procedure, and external telemetry of the newly implanted system showed oversensing and five seconds of pacing inhibition with asystole during overnight observation. Coughing, deep breathing, pushing, pocket manipulation, and shoulder movement did not reproduce noise. Testing the day after implant was unremarkable, and there were no stored episodes containing oversensing. Technical services (ts) discussed troubleshooting options and possible causes, such as air bubbles or electromagnetic interference (emi) from this previously abandoned pacing lead tip in the right ventricle (rv). X-rays showed the coil and this abandoned rv lead tip were a few lead widths apart. The timing suggests that air bubbles were the more likely cause, and additional monitoring overnight was recommended for confirmation. Additional information received reported that the patient was given an event monitor, and no pauses were observed on external telemetry. This rv lead tip remains in the patient's body. No additional adverse patient effects were reported.